Manufacturer narrative:
Submit date: 5/11/17 an investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the safety cap, you push up after use to protect injuries from needle is in the way to see the markings to be able to see how much drug you aspire. When the hcp wants to fill the syringe with a drug (alutard) it takes a long time. When they try to aspire the drug from the container the drug just drip into the syringe. They syringe also have more air inside after it´s filled. They experience that the plunger rod is weaker than before.

Manufacturer narrative:
A complete investigation was performed including a visual inspection to the quality inspection standard. No imperfections were identified. Leak testing was performed. The leak test is conducted to verify the syringe draws, holds and expels fluid properly by inserting the syringe into a rubber block for resistance. All ten of the syringe samples passed the leak testing. Determination of the potential root cause of difficult to draw on the syringe samples is hypothetical in nature due to the syringe passing the leak test, but potential contributing factors too difficult to draw include, but are not limited to: partially plugged or occluded. Plugged or occluded cannula may occur if the insulin crystallized. Uneven distribution of silicone. If the silicone is unevenly distributed, exercising the plunger would redistribute the silicone in the barrel and on the rubber tip. Improper technique. Difficult to draw issues were not observed at the time of the reported incident. Preventive maintenance requirements are established for the tooling, mold machines, assembly machine, sensors and printing stations used in the manufacture of the barrel. Periodic inspections are conducted throughout the manufacturing process to ensure the requirements of the quality inspection standard are met. All lots and shop orders are visually and physically inspected to the quality inspection standard, and the statistical sampling must meet the acceptance quality level requirements during the molding and assembly process. There are control mechanisms in place to prevent the occurrence and acceptance of syringes with ¿difficult to draw¿ during the syringe molding, printing, assembly and packaging processes to ensure components and finished product meet all quality inspection standards. The resin must pass a certification review prior to acceptance and release to the production floor. The manufacture of the molded syringe components is conducted within a validated process in a controlled manufacturing area. Every precaution is taken when manufacturing this product to prevent contamination by foreign materials. During manufacturing, syringes are assembled using automated equipment, with a minimal amount of handling during processing. The machines, molds, syntrons, hoppers and trays are wiped down regularly. Totes are lined with plastic bags to prevent contamination. Personnel are trained and certified in the operation of the molding, printing, assembly, and packaging equipment, product evaluation and documentation requirements. Procedures and standard work instructions exist for the set-up, operation and maintenance of the molding machines, printers, and assembly machines. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. Production associates routinely examine product to ensure it meets acceptable quality levels. The plunger is exercised during the assembly process to distribute the silicone in the barrel and on the rubber tip. Leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. The product is also tested to assure that the needle contains sufficient lubrication for ease of needle insertion during use. Process inspectors are required to conduct visual and physical evaluations at prescribed intervals and cannot release product unless the required aql has been met per the specification. All lots and shop orders are visually and physically inspected to the quality inspection standard, and the statistical sampling must meet the acceptance quality level requirements during the molding, printing, and assembly process. A lot cannot be released unless it passes visual and physical testing requirements. The syringe is intended to be a single use syringe and not qualified as a prefill syringe. Based on the existing controls and the complaint history review, additional correction or containment activities are not warranted at this time. If information is provided in the future, a supplemental report will be issued.